Event description:
It was reported that the drive support cap of the insulin pump was extremely loose, broken, and coming off. The customer's blood glucose was 243 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked end cap, missing end cap sticker, cracked case at the display window corner, cracked reservoir tube lip, severly scratched lcd window and cracked battery tube threads.